Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the internal carotid artery (ica) using penumbra smart coils (smart coil) and a penumbra smart coil detachment handle (handle). During the procedure, the physician detached a smart coil in the target vessel using the handle; however, the physician experience resistance when removing the pusher assembly of the smart coil from the handle. But eventually, the physician was able to remove the pusher assembly from the handle. Next, the physician detached another smart coil using the handle and encountered resistance again when removing the pusher assembly. Therefore, the handle was removed. The procedure was completed using additional smart coils, other coils, and a new handle. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Evaluation of the returned handle revealed a functional device. During the functional test, the returned handle was functionally tested on the handle fixture and passed within specification. The returned handle was then used to detach a demonstration smart coil without an issue. The proximal end of the demonstration smart coil pusher assembly was removed from the returned handle without an issue. Penumbra handles are visually inspected and functionally tested during incoming inspection by quality. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.